Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the hospital with signs of sepsis. The patient's ICD and all leads were removed. The hospital suspected that the pump may have had a seeded infection and based on the hospital's clinical judgment, a decision was made to exchanged the lvad with another lvad. The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.